Event description:
A report was received that during use the suction control valve stuck in the open position. No patient injury or adverse event were reported. Ballard medical products has no first hand knowledge of the allegations, but is relaying information received from outside sources pursuant to federal regulations.